Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The balance middle weight guide wire referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. Guide wire resistance and stent damage were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a left anterior descending artery stenting procedure, a balance middle weight guide wire (bmw) was placed successfully in the vessel. A balloon dilatation catheter was advanced on the wire to the lesion, successfully preparing the lesion for stenting. During advancement of the xience xpedition stent delivery system (sds), the sds became stuck on the wire. Both devices were removed as on unit. Upon removal, the stent was noted to be mangled. Another wire was positioned and a stent was successfully delivered to the lesion. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.